Manufacturer narrative:
(B)(6). This report is submitted on august 29, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, it was reported that the patient was hospitalized for a duration of 11 days on (B)(6) 2016, with the diagnosis of meningitis. Subsequently, the patient was treated with antibiotics (vancomycin and ceftriaxone) intravenously via a PICC line. The following information was received regarding the episodes of meningitis: the patient is reported to have an etiology of cochlea dysplasia and congenital hearing loss secondary to enlarged vestibular aqueduct. There were no reported craniofacial malformations, nor basilar skull fractures. The patient was not immunocompromised. The patient received pre-implantation immunizations, of pneumococcal conjugate vaccine 7 and pneumococcal 13-valent conjugate vaccine. It is unknown whether the patient was administered with perioperative antibiotics. A perilymphatic gusher occurred intraoperatively, managed with cochleostomy and temporalis fascia tissue packing. A vp shunt or lumbar drain was utilized at the onset of meningitis. The patients csf cultures revealed (B)(6). During hospitalization, pressure equalization tubes were placed. The patient was discharged from hospital and is undergoing home care with antibiotic treatment (vancomycin and ceftriazone) via a PICC line for a duration of 4-6 weeks. The implanted device remains.